Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in united kingdom. It was reported that the patient faced an event of infusion set tubing detachment on (B)(6) 2024. The insertion site was at the abdomen. The location of detachment was tubing. The infusion set had been used for 3 days. No further information was available.